Event description:
It was reported that during a laparoscopic sigma procedure, the pad came loose. The part did not fall into the pt. Another instrument was used to complete the case. No further info is available. There was no adverse pt consequence.